Event description:
Home patient's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during a drain cycle of automated peritoneal dialysis (apd) therapy. Reportedly, hp had disconnected transfer set from patient's catheter in patient's sleep while therapy was being performed. Tsc assisted hp in ending therapy early. Per rn, hp's transfer set was changed and hp was given prophylactic antibiotics the next day.